Manufacturer narrative:
As reported, about 9 years post implant of a bard/davol ventralex st hernia mesh, the patient had unspecified dermatitis; a sample mesh has been provided to the patient's dermatologist for reactivity testing. Based on the information provided, no conclusion can be made. Allergic reaction is identified in the adverse reactions section of the instructions-for-use as a possible complication. No lot number was provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as a best estimate based on the date of awareness of the reported event. If/when the reactivity testing is performed and the results are provided, a supplemental MDR will be submitted to document the results provided. Not returned - remains implanted.

Event description:
As reported, about 9 years post implant of a bard/davol ventralex st hernia mesh, the patient is experiencing a possible allergic reaction; has unspecified dermatitis and is being treated with 0.1% triamcinolone ointment. A mesh sample was requested for reactivity testing.